Event description:
The customer reported that the system was intermittently shutting down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.